Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent component was detached from the delivery system in the proximal end of the introducer. No appearance of damages was observed. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The issue reported regarding the stent being impeded in the introducer was confirmed based on the findings documented in the investigation above. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and / or exact contributing factors that may have resulted in the observed failure mode. The disengaged condition of the stent suggests that it was inadvertently moved during the attempts to advance or retract the stent from the introducer. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9540633. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the anterior communicating artery without any significant vessel tortuosity, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9540633) was impeded in the introducer and could not be pushed into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31502292). The stent component was observed detached from the delivery wire in the introducer. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. Two photos of the complaint devices were included. The photos will be reviewed by the product analysis team. On 21-oct-2025, additional information was received. Per the information, the endovascular embolization procedure was targeting an aneurysm on the anterior communicating artery with no significant vessel tortuosity. There had been no resistance during the advancement of the stent. An adequate continuous flush was maintained through the microcatheter. There was no damage noted on the stent / stent delivery system aside from the premature detachment. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. It was not known if there was any delay in the procedure; that information could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photos were reviewed by the product analysis team. The review is documented below. [Photo review]: one photo of the stent component was included. In the photo, an enterprise system can be seen inside the dispenser hoop; however, due to the blurriness of the photo, a detachment condition cannot be confirmed. Impeded conditions cannot be evaluated through photos, as a functional test is required. The reported issue documented in the complaint cannot be evaluated with the photo provided. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9540633. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.